Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that, 8 days after implantation of the triple lumen polyurethane central venous catheter, it had to be removed and replaced because it was discovered that the blue lumen was cracked. The patient required an additional procedure to replace the central line.

Manufacturer narrative:
A review of dimensional verification, functional testing, complaint history, device history record, drawing, trends, and quality control data was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The device was returned in used condition. The blue hub had a crack 1.2 cm long from the proximal end. There were no cracks or damage on the red or white hub. The leak test showed leakage originating from the crack. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information, inspection of returned product, and the investigation results, a definitive root cause cannot be determined at this time; however, measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.